Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The cause of the breach in aseptic technique was further described as due to "poor environment" (no further detail was provided). The peritonitis was manifested by vomiting, abdominal pain, and cloudy peritoneal dialysis effluent. On the same day as diagnosis, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported). Two weeks after being admitted, the patient was discharged from the hospital, the peritonitis was resolved and the patient was recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. At the time of this report, dianeal therapies were ongoing. No additional information is available.